Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the pain leading to a second revision reported cannot be conclusively determined or confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Additionally, it has not been confirmed that the devices implanted during the patient's first revision surgery were exactech devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that an 82 yo male patient, initial optetrak knee implanted in 2011, (exact date unknown), who had a revision procedure in (B)(6) 2023, underwent a 2nd revision procedure in (B)(6) 2024, approximately 1 year 3 months post the (B)(6) 2023 revision. Despite vigorous exercise and physiotherapy, the client continued to experience a lot of pain in his upper leg. The patient required assistive devices to move about safely. With regard to the check-ups and because of the persistent complaints, the client was seen by the orthopedist at the (B)(6). In the end the prosthesis that was placed in (B)(6)2023, had to be removed again. So far, it's going well, and the prosthesis feels good. No further information at this time.

Manufacturer narrative:
Initial revision reported under MDR's 1038671-2024-04166, 1038671-2024-04168.